Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient did not experience any symptoms related to the procedure being aborted. The patient is deciding on next actions. The cause of the twisting was noted to be due to severe tortuosity. The manufacturer's representative warned the physician that with a long device and the anatomy there was a high possibility it would result in twist. It was suggested to telescope shorter devices, but it was still decided to go with one long device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open in the distal section and another pipeline became stuck in the distal section of the phenom 27 microcatheter during delivery. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left extradual internal carotid artery (ica. It was noted the patient's vessel tortuosity was severe. Dapt (dual antiplatelet treatment) administered. The angiographic result post procedure showed no change. It was reported that the first pipeline (5x20) did not open distally and the second pipeline (5x25) got stuck in the phenom catheter. The distal section of the first pipeline was positioned in a bend and more that 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The second pipeline got stuck in the phenom and they tried to take it out but it ultimately detached in the microcatheter hub. The catheter was flushed continuously with heparanized saline. The physician released the load (slack) in the system in an attempt to resolve the issue, but the issue was not resolved. The pushwire was not damaged. The pipelines were used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include an infinity sheath, cat5 guide catheter, and phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient was treated in the past with onyx-500 and surgical bypass for large right internal carotid artery lesion and now had symptoms from extradural left internal carotid artery aneurysm. It was noted that a third device was twisted. A twist was expected with 7 changes in direction, and noted it was "too much for device to handle". Procedure was aborted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the treated aneurysm had a width of 15x20mm and 10mm height. Maximum diameter was 20mm and neck diameter was at least 10mm. The landing zone was 4.4mm distally and 4.6mm proximally. It was noted there was no resistance observed during retrieval, the device just became stuck in the hub. It was also noted it became stuck at distal part of the micro catheter. The plastic introducer was in place when they removed it from the phenom catheter. The cause of the event was not determined, but it was suspected to be caused by tortuosity. The pushwire of the second pipeline was not rotated or pulled back at any time during the procedure.